Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment. The procedure was completed by using another system. The philips field service engineer (fse) visited onsite and confirmed that the down system was unavailable. Review of the logfile shows down system unavailable for use. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the 24v distributor was defective. To resolve the issue, the philips field service engineer (fse) installed dc ps (direct current power supply) 24v in the main rack at rear lower power supply behind pdu (power distribution unit). The defective part was sent for analysis, for dcps (direct current power supply) malfunction was observed and the failure was found to be broken plastic shielding. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at countdown timer. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.